Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 69 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 26 mm in diameter to 29 mm in diameter to 36 mm in diameter along a 26 mm length. The proximal aortic neck angle measured 72 degrees. The supra to infrarenal angulation measured 23 degrees. There was localized thrombus that covered 66 percent of the circumference of the seal zone and had a maximum thickness of 4 mm. There was localized calcium that covered 8 percent of the seal zone and had a maximum thickness of 2 mm. Three aptus endoanchors were implanted as a prophylactic during the index procedure. It was reported that approximately one month post the index procedure the endurant iis stent graft bifurcate had a proximal type I endoleak. The physician elected continuation without treatment and the subject was discharged home. The event was unresolved. The investigator indicated that it was uncertain whether the event was related to the device or related to the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the possible proximal type I endoleak could not be conclusively determined. The film at implant were not provided. Pre- and post-implant films provided confirmed that the infrarenal aortic neck was highly angulated, ~ 75 deg l-r. In addition, there was localized calcification present on the left wall of the infrarenal aortic neck. Contrast was seen feeding proximal aneurysm sac along the left side of the bifurcate main body. It is possible that the highly angulated aortic neck and the localized calcification may have contributed to the event.